Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injurythis issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found dust contaminant on the front panel and bottom enclosure, keratin-like substance around the blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found one instance of error code e-191.the device was hooked up to a power supply, airflow, heating plate, and heated tube were verified and the device operated properly. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of black marks on the water tank, an unknown contaminant on the lift tray, bottom enclosure, flip lid seal, heater plate, dry box seal, and rear panel. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of dust contaminant and keratin-like substance in the device. Section d9, g3, h6 has been updated / corrected.